Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of stage 2 diffuse lamellar keratitis observed in a patient's left eye at three days post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Patient noted slight irritation in left eye, but "vision was ok and eye was feeling better." Additional information has been requested.